Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported lvp over infused heparin. In 24 hours, 250 ml was intended for the patient to receive, the patient received nearly 1l of drug. The rate was 9.52 ml/h, (volume to be infused) vtbi 203.5ml, dose 7unit/kg. The customer stated that an unspecified adverse event occurred that required intervention to prevent impairment/damage.

Event description:
It was reported from the ICU that the lvp over infused heparin. In 24 hours, 250 ml was intended for the patient to receive, the patient received nearly 1l of drug. The rate was 9.52 ml/h, (volume to be infused) vtbi 203.5ml, dose 7unit/kg. The customer stated that an unspecified adverse event occurred that required intervention to prevent impairment/damage.

Manufacturer narrative:
The customers report of over infusion of heparin was not confirmed. Physical inspection noted on the device to be in fair condition. The mild corrosion and contamination found on the pins of the left and right iui were not relevant to the reported incident. There were no abnormalities observed. Review of the pcu error log show no errors or malfunctions relevant to the customer¿s complaint. Analysis of the event log shows that the pcu was powered at 11:02 pm on (B)(6) 2021. Heparin (drug ID 219) was selected from the guardrails drugs. The user programmed the first infusion at 03:59 am on (B)(6) 2021 at the rate 9.52 ml/h with the vtbi of 200 ml at 08:28: pm, the user reprogrammed the vtbi to 250 ml with the rate of 9.5 ml/h. The calculated duration for this infusion was 26 hours and 18 minutes. At 01:47 am on (B)(6) 2021, the pcu was turned off. The total volume infused from 08:28:18 pm on (B)(6) 2021 to 01:47: am on (B)(6) 2021 was 46.51 ml. Rate accuracy testing performed found the device to be delivering IV fluids within specification. Device history review: a review of the device history record showed the device had a manufacture date of 02/02/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the reported event that the intended 250 ml of heparin over infused and the patient received nearly 1l of the drug was not identified.

Event description:
It was reported from the ICU that the lvp over infused heparin. In 24 hours, 250 ml was intended for the patient to receive, the patient received nearly 1l of drug. The rate was 9.52 ml/h, (volume to be infused) vtbi 203.5ml, dose 7unit/kg. The customer stated that an unspecified adverse event occurred that required intervention to prevent impairment/damage.